Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the impella cp was pulled back into the aorta during patient support. Attempts to re-cross the valve were unsuccessful and the cp was subsequently removed and replaced for ongoing support. There was no patient harm.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the positioning issue was most likely touhy-borst related since rn found that touhy-borst was unlocked during impella pulled back. This report is being filed as part of a retrospective review of historical records.